Event description:
During surgery, a polyaxial screw was mis-threaded and would not engage. The surgeon tried several times before removing the screw and inserting another without incident. The surgery was extended by more than 30 minutes.

Manufacturer narrative:
Investigation is pending.